Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced torsades de pointes when the implantable cardioverter defibrillator (ICD) went into the programmed sleep function. The implantable cardioverter defibrillator (ICD) was programmed to vvi at 80 beats per minute to keep the patient from going into torsades; however, the sleep function of the device was programmed on and the device went to vvi at 50 beats per minute during the sleep function mode. It was also noted that the capture management output level for the right ventricular (rv) lead was set at a higher level than the thresholds that were measured by the physician. The measured thresholds of the right ventricular (rv) lead were within normal limits. The device was reprogrammed with the sleep function and right ventricular (rv) lead capture management program turned off. The device was later explanted during an atrial lead revision procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.